Manufacturer narrative:
An event of thrombus on device was reported. However, from further review it was determined that there was no thrombus adhering to amplatzer amulet occluder. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 4440 removed. H6 health effect - impact code: code 4648 removed. H6 medical device problem code: code 4001 removed.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, an 18mm amplatzer amulet occluder was successfully implanted in a patient. The patient had been prescribed a regimen of plavix and aspirin post-procedure. On (B)(6) 2022, the patient returned for a routine 3 month follow-up appointment. A transesophageal echocardiogram was performed and revealed that there was no signs of residual flow, embolization, or pericardial effusion. However, it was noted that a thrombus was discovered adhering to the 18mm amplatzer amulet occluder on inferior edge near the mitral valve. The thrombus did not diffuse, was 3.3 x 1.9 mm in size, mobile, and laminar in shape. It was noted that the patient's plavix medication had been discontinued on (B)(6) 2022. The cause of the thrombus formation is unknown. Subsequent to the previously filed report additional inforamtion was received and a correction needs to be made as the implanting physician stated that there is no thrombus adhering to the 18mm amplatzer amulet occluder. Initial core lab finding were thought to have discovered a thrombus, but after further review it was determined that the imaging/findings are more consistent with the healing of the device disc in the left atrial appendage. There is no treatment/intervention required or performed.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, an 18mm amplatzer amulet occluder was successfully implanted in a patient. The patient had been prescribed a regimen of plavix and aspirin post-procedure. On (B)(6) 2022, the patient returned for a routine 3 month follow-up appointment. A transesophageal echocardiogram was performed and revealed that there was no signs of residual flow, embolization, or pericardial effusion. However, it was noted that a thrombus was discovered adhering to the 18mm amplatzer amulet occluder on inferior edge near the mitral valve. The thrombus did not diffuse, was 3.3 x 1.9 mm in size, mobile, and laminar in shape. It was noted that the patient's plavix medication had been discontinued on (B)(6) 2022. The cause of the thrombus formation is unknown. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.